Manufacturer narrative:
Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was not returned to the manufacturing site for evaluation. However, customer provided photographs were evaluated. The photographs show the suspect iol inside of the daisy wheel. The iol was removed from the lens case, and a missing and detached haptic could be observed. Also, a piece of the lens appears to be missing from the center of the lens. No further evaluation was performed. Conclusion: the complaint issue haptic damage was not confirmed during photograph evaluation. The observed haptic detached is similar to the reported complaint issue. However, based on the complaint investigation results, the observed issues during photograph evaluation could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight and ethnicity: unknown. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Initial reporter telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Health effect - clinical code: 4581- incision enlargement. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted into patient's operative eye. After implanting the lens, it was noticed that the haptic was broken inside the eye. The incision was enlarged and lens was removed. Another lens was used as the replacement and suture was placed. There was a delay in the procedure.